Event description:
It was reported by service report that the fowler only goes up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: loadcell. It was originally reported that the fowler was not functioning properly electronically. There is no risk to safety associated with this issue as the fowler is still operable manually. However, during evaluation it was found that a loadcell was not functioning properly.